Event description:
During a bronchoscopy, the thoracic surgeon used or fired this device. "Echelon 60 stapler" used to cut and staple lung tissue. When he fired the device, the cartridge broke off approx 5 inches long 2mm flat in diameter and was left in the pt. Md had to do a mini right thoracotomy, spread the ribs to retrieve the broken cartridge.